Manufacturer narrative:
Device was received with a no motor movement or negligible alarm during rewind due to jammed gearbox. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible . Device passed the self test. No unexpected software low level failures noted during testing however, the formatted history file confirmed software low level failures due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had alarmed no motor movement or negligible movement. . The customer¿s blood glucose level was 163 mg/dl at the time of the incident. The customer also reported that the battery failed and pump error hard to hear. The customer also stated that that the pump had alarmed software error detected. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.